Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-11453. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker and right ventricular lead exhibited noise oversensing causing pacing inhibition. No intervention was performed and the patient was in stable condition. The patient will continue to be monitored.